Event description:
The pt was taken to o.r. For repair of heart valve. Repair was completed and upon further evaluation during the procedure, the surgeon decided to replace the native valve with prosthetic valve. Replacement was completed using a running double-armed stitch beginning at a single point and extending one strand around one side of the valve and the other strand around the opposite side. The suture was then tied to itself at a point halfway around the valve, opposite the starting point. The case was completed and the pt was sent to recovery. Urinary output was noted to be declining and a murmur was detected on post op day number one. The next day pt was returned to surgery. It was noted that the valve was dehisced, reportedly as a result of a suture that appeared to be fractured. Surgeon reports that suture had significant memory from running stitch and that the end appeared fractured. The suture was discarded. Surgical repair of the valve was conducted using the same valve. On post op day number two the pt developed v-tach and cardiac enzyme studies were conducted. Results indicated possible myocardial infarction. Pt was placed on ventricular assist devices, and was medically paralyzed. Pt was maintained medically paralyzed, on vad, and had indications of renal insufficiency. The pt expired. It was reported that the cause of death was multisystem failure, including renal insufficiency and heart failure. An autopsy was not performed.